Manufacturer narrative:
The product was not returned for evaluation. A complete investigation could not be performed as the lot number was not provided. Should any additional information be received, or the implant returned for evaluation a supplemental report will be submitted. Be advised, this report is associated with 3004142400-2013-00040.

Event description:
It was reported to globus that a patient had undergone a corpectomy at t12/l2. Initial surgery took place (B)(6) 2013 at clinique (B)(6). X-rays now indicate that the height of the corpectomy has decreased since surgery. The inferior screws of the truss plate appear to have migrated within the bone. The images suggest that the heads of the screws are still contained within the plate. No date has been scheduled for a revision surgery.